Event description:
Reportedly, the surgeon fired the eea, the anvil tilted and anvil was stuck on tissue due to knife not properly firing. Surgeon tried to remove eea but the handle stayed within the body stuck to tissue. Surgeon was not able to retrieve so the procedure was converted to an open procedure. Procedure: lower anteriro resection.